Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a lack of therapeutic effect following electromagnetic interference due to cardioversion. The neurostimulator was turned down and off during the cardioversion. The pt's health care professional attempted to reprogram the device without success. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See also manufacturer's report # 3004209178-2011-03663.